Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited varied pacing impedance measurements of 500-580 ohms, noise and oversensing. The oversensing did not result in pacing inhibition. A lead fracture or lead to device connection issue was suspected. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. All filars appeared cut. A small portion of the lead may be missing. The proximal end of the distal spring electrode was separated from the lead body insulation and medical adhesive was noted. Blood/body fluid was noted in the lumens. Microscopic inspection noted trilumen insulation webbing damage between all three lumens 285-300mm from the terminal pin. Due to the location and type of damage it was likely this was caused by entrapment in the clavicle/ first-rib region.